Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has stimulation but his charger will no longer turn on. It was reported the charger turned on for a few minutes and then shut off completely with no lights or sounds displayed. It was reported the pt fully charges the charger before use. He stated the charger was connected to into the ac adapter and left for over 3 hours and the ac adapter became hot to the touch. A replacement charger allegedly resolved the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.